Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose dropped to 46 mg/dl. The customer treated with juice. This was after her first independent set change, and the customer reported afterwards she saw that the reservoir was depleted. The customer's blood glucose had also running high, over 200 mg/dl. The customer was advised to monitor the blood glucose and no product was returned or replaced at this time.